Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to mechanical failure during drying process. The lot number is unknown; therefore, the device history record could not be reviewed. The labeling review was unable to be completed due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter had only 8ml of water and 1ml of air in it. Per bard medical services, the water being less sometimes with foley catheters, particularly with silicone balloon due to osmosis; but the air should not be in the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the foley catheter had only 8ml of water and 1ml of air in it. Per bard medical services, the water being less sometimes with foley catheters, particularly with silicone balloon due to osmosis; but the air should not be in the syringe.